Event description:
It was reported that prior to starting a da vinci si surgical procedure, wires on the fenestrated bipolar forceps instrument were noted to be broken and the tips were bent. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the pitch down cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The pitch up cable is frayed at the distal clevis hub. One grip is bent, causing side to side misalignment of grips. There is a .030 offset at the tips. Bent grip does not exhibit separation of the yaw pulley and pulley cover at the glue joint, however, likely cause of bending is still overloading at the tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.